Event description:
Patient and wife were in bed when the controller began to alarm with a "backup battery fault" alarm. Wife said the alarm message stated to replace the controller. They attempted to change out the controller but were not able to complete the exchange. Wife stated she went to call the ventricular assist device (vad) coordinators and then heard patient fall to the ground. Patient was unresponsive when she got back to patient and she called emergency medical services. It was unclear at the time of the call as to what was preventing a successful controller exchange. Manufacturer response for heartmate ii pocket controller, heartmate ii pocket controller (per site reporter): the manufacturer issued an urgent medical device correction notification on september 14, 2015.